Event description:
On (B)(6) 2012, patient's sister reported the patient woke up with a blood glucose level of 221 mg/dl. Sister stated, patient's blood glucose level was 413 mg/dl at lunch. Patient reported, he had an occlusion and changed his infusion set. Patient stated after changing his infusion set his blood glucose reading was 437 mg/dl. Patient reported, he has been bolusing to bring down his blood glucose level. Patient stated, the issue began this morning. Patient's normal blood glucose range is around 150-180 mg/dl. Patient stated, his infusion device did not display any error messages. Patient is using a competitor's infusion set. Patient reported, he has been working with the doctor to get his blood glucose level down. Sending patient a different type of infusion set to try. Patient reported having been hospitalized. On call back on (B)(6) 2012, patient reported his blood glucose level is back to normal and he is doing fine. Patient stated, his blood glucose level on (B)(6) 2012 was still elevated from 2 days before when he went to the emergency room. Patient reported, he was eating breakfast with his sister and his blood glucose level was over 200 mg/dl. Patient stated, he had a seizure so his sister called 911. Patient reported, he was unconscious and didn't recall much of the event; he just remembers from what his sister told him about the event. Patient stated when the emts arrived; they tested his blood glucose level and received a reading of 238 mg/dl. Patient reported they treated him with an IV of saline; they did not give him insulin. Patient stated they took him to the emergency room; they did not treat him for elevated blood glucose because his blood glucose level was down to 93 mg/dl and normal by the time he arrived. Patient reported, he was released from the emergency room 4.5 hours after arriving there. Patient stated, he was on the infusion device the entire time he was at the hospital. Patient reported, he does not know what contributed to the hyperglycemia incident. Patient stated earlier that morning he was dizzy, started down the stairs and then had to sit down. Patient reported, his sister told him that's when he had the seizure. Patient stated sometimes the seizures can be triggered by elevated blood glucose levels and sometimes they are not. Patient reported he does not know what cause the event. Patient experienced an e4 (occlusion) error message prior to the call. No product return was requested.